Event description:
New information noted that the right ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the patient received inappropriate shock due to noise oversensing exhibited by the right ventricular lead. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned for analysis in 13.0 cm, 3.8 cm, and 42.8/46.7cm segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.